Event description:
It was reported that the patient had complaint of lightheadedness. There was no capture on the right ventricular (rv) lead with three to four second pauses. A device check showed the lead had an increase in threshold and is now high. The lead was reprogrammed and remains in use. The patient is enrolled in the (B)(4) study. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant medical products: rvdr01, implantable pulse generator, (B)(6) 2012. (B)(4).